Event description:
It was reported that during a routine follow-up carried out on (B)(6), 2011, testing revealed 8 channels in status "hi". Last testing done in (B)(6) 2011 had shown all channels in status "ok".

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.